Manufacturer narrative:
The event was investigated through historical data analysis, an interview with the associated sales rep, and a radiographical review conducted via a 3rd party surgeon. Radiographs and other images were analyzed by a 3rd party surgoen and concluded that the plate was designed for load sharing and not for supporting segmental defects on its own. The actual device was not returned for testing; therefore a device evaluation was unable to be performed. No lot information has been made available; therefore a device history record returned inconclusive results. At the time of the investigation, there were no trends or capas related to the nature of this complaint. With the current information, a root cause of the plate fracture can be traced to component failure, as the plate was being used to support segmental defects. If further information becomes available, a supplemental report shall be submitted.

Event description:
Sales rep stated that the initial case was completed in end june/early july. It was a 23 yr old female approx 180 lbs. The mechanism of injury was a gunshot wound to the ankle. She stated there was ankle was a mess and the surgeon said he expected healing may be an issue. The facture was a non-union which is why the plate eventually broke. The surgeon cut out the bad bone, filled it with bone cement and placed another al tibia plate in the revision surgery.